Manufacturer narrative:
Visual inspections & results: batch number n/a, cartridge pan in place/condition n/a, condition of drivers n/a, lockout tabs on pan condition n/a, position/condition of wedge sleds n/a. Functional tests & results: condition of clamp first lockout good, condition of clamping mechanism good, condition of firing mechanism good, condition of knife good, condition of wedge bands good, is hyper lockout condition present no. Analysis of conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not form staples properly" during surgery. The instrument was returned in good physical condition. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly.

Event description:
During a laparoscopic assisted vaginal hysterectomy performed in april 1997 the surgeon stated the first firing was fine. The second and third firing was difficult. A crunching sound was heard and the staples did not form properly. Another instrument was pulled to complete the case. There was no consequence to the pt. Two reloads will be returned with the instrument.